Event description:
The pt was under anesthesia and the unit would not function. The or nurse reported that the unit gave a 09 warning. Because the unit would not function, the procedure was aborted. At the time of this report, it is unk if the procedure was re-scheduled.